Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl device would not start and exhibited the flash screen automatically. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that device did not start, flash screen automatically. There was no patient involvement. Based on the information available, customer declined the repair and philips did not perform any correction. Device remains at customer site. A review of the risk management file was performed, and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Operational status of the device is unknown. Customer declined the repair and philips did not perform any correction. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Customer declined service/repair.